Event description:
The first surgery in which adcon-l was on the first event date for redo l3-4, l4-5 and l5-s1 decompressive laminectomy with formaninotomies and nerve root decompression. "Adcon-l was placed over the exposed nerve roots." Postoperative symptoms two days later occurred while in house, serosanguinous drainage saturated abd pad in 24-hr period. The second surgery using adcon was on the second event date which was identical to the first surgery. "The lateral gutter's nerve root exits were covered with a small amount of adcon at all levels." Postoperative symptoms two days later occurred while in house, serosanguinous drainage noted; the next day drainage decreased. The amounts of adcon administered after each surgery are unknown. No treatments were given and no diagnostic test were used postoperatively. The pt continues with right lower extremity pain.